Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reay0170 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reay0170) have been reported from the same facility.

Event description:
It was reported by the risk manager at user facility that the tip of guidewire was retained in the patient. No other information regarding the event is available.